Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number : 2017865-2019-09127. It was reported that the patient presented via remote transmission. Review of transcripts revealed that the right ventricular lead exhibited oversensing. There were no patient consequences.

Event description:
New information received stated that programming changes were successfully made on 24jun2019.